Event description:
The customer reported the screen has contrast issues. There was no report of patient involvement.

Event description:
The customer reported the screen has contrast issues. There was no report of patient involvement.